Event description:
Test injection administered without problem, then IV contrast administered. Toward the last, IV in left antecubital blew and some IV contrast and normal saline leaked into the left antecubital space.the hospital's standard protocol always includes testing the line for patency using a saline filled syringe, prior to power injection.